Event description:
It was reported to philips that the system's emergency stop was active during boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that an emergency message appeared during startup. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found a pcu mains relay error. On further troubleshooting the philips field service engineer (fse) checked the onsite and found that the relay unit located in the machine room was malfunctioning. To resolve the issue, the fse replaced the faulty relay unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.